Event description:
It was reported that the patient experienced pain while treating with the bhs device. The patient stated that the pain started about a week ago. The pain is deep kind of like bone pain. The pain is not constant. Pain level is a 5. The patient has not felt any pain since she stopped using the unit. The patient has not increased her daily activities. The patient contacted the nurse at the doctor's office. The nurse told her to use the stimulator for less than 10 hours and to speak to the sales representative. The doctor did not prescribe anything. The patient took tylenol. The swelling was on top of the foot. The patient stated that when she used the stimulator her foot was swollen as bad as t was right after the surgery. Her toes felt weird like they were going numb. The patient stopped using the bhs yesterday and today the foot is not swollen. The patient stopped using the unit yesterday per the sales representative. The coil was not too tight. The sales representative told the patient that there was a different unit that the patient could try but she would have to speak to the doctor. The patient has not felt any pain since she stopped using the unit. The patient has not increased her daily activities. The patient contacted the nurse at the doctor's office. The nurse told her to use the stimulator for less than 10 hours and to speak to the sales rep. The doctor did not prescribe anything. The patient took tylenol. The swelling was on top of the foot. The patient stated that when she used the stimulator her foot was swollen as bad as it was right after the surgery. Her toes felt weird like they were going numb. The patient stopped using the bhs yesterday and today the foot is not swollen. The patient stopped using the unit yesterday per the sales representative. The coil was not too tight. The sales representative told the patient that there was a different unit that the patient could try but she would have to speak to the doctor. The patient said she has been wearing it 10 hours a day for 10 days now. She has some pain, severe swelling, top of the food is numb. The patient has zero activity. The patient stopped using the device yesterday, no swelling. The patient used it again today and experienced some swelling and pain again. The sales representative spoke with customer service and stated that the patient has been switched from a bhs to an orthopak device by the doctor. The sales rep will be sending back the bhs assembly. No additional information has been provided by the patient at this time.

Manufacturer narrative:
Corrections - b4: date of this report added, d3: manufacturer address and email address, d4: UDI, g1: contact office and manufacturer site, g6: report type. Additional information - d4: serial number, d9: device available for evaluation and returned to manufacturer date, g3, h2, h3, h4: device manufacture date, h6: device code, impact code, method, results, and conclusions, h10: additional narrative, h11. The bhs controller was received for evaluation. A visual inspection of the customer returned item was performed. Included was a bhs controller part no. 1068233 with serial no. (B)(6) received in a shipping box appearing to be in good condition from the visual/cosmetic point of view. The compliance data was downloaded for the bhs controller. The compliance data indicates that the unit treated for 0 hours and was used for 2 days. Review of the DHR indicates that no abnormal conditions were reported. The clock lifetime of the bhs controller was 400 days. The controller automatically enters ¿end of lifetime mode¿ after 400 days as per (B)(4) revision a and (B)(4) (7900032) revision e. At the time of the complaint, the unit was not at endpoint. The bhs controller was reset in order to perform the burn in test. The unit ran burn-in with sample coil stand alone for ten (10) hours with ac adapter and (10) hours without an ac adapter without a problem. The compliance data was downloaded after the burn in test. The compliance report did accurately record the additional treatment time from the burn in test. Review of the signal was performed and the measurements were within specification. Calibration information: all tests inspections were completed using tektronix oscilloscope ID os-c000005 with calibration due on may 20, 2025 and tf0804.d05 which does not require a calibration due date. Test/inspections were completed by the quality department on the date of july 1, 2024. The failure was not confirmed for the reported condition of "pain while treating with bhs". The controller was tested and operates as intended. Review of complaint history identified (7) total complaints from (may 9, 2022) to (may 9, 2023) for pn (1068234) and events related to (pain). Keyword search criteria: (complaint code: medical: pain) the search could not be specified further because the main complaint was pain. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "pain". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time. Highridge medical will continue to monitor for trends. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Manufacturer narrative:
(B)(4). Date of event: the event occurred sometime in (B)(6) 2023. Medical product: unknown. Therapy date: unknown. It has been indicated that the product is in process of being returned to zimvie for investigation. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient experienced pain while treating with the bhs device. The patient stated that the pain started about a week ago. The pain is deep kind of like bone pain. The pain is not constant. Pain level is a 5. The patient has not felt any pain since she stopped using the unit. The patient has not increased her daily activities. The patient contacted the nurse at the doctor's office. The nurse told her to use the stimulator for less than 10 hours and to speak to the sales representative. The doctor did not prescribe anything. The patient took tylenol. The swelling was on top of the foot. The patient stated that when she used the stimulator her foot was swollen as bad as t was right after the surgery. Her toes felt weird like they were going numb. The patient stopped using the bhs yesterday and today the foot is not swollen. The patient stopped using the unit yesterday per the sales representative. The coil was not too tight. The sales representative told the patient that there was a different unit that the patient could try but she would have to speak to the doctor. The patient has not felt any pain since she stopped using the unit. The patient has not increased her daily activities. The patient contacted the nurse at the doctor's office. The nurse told her to use the stimulator for less than 10 hours and to speak to the sales rep. The doctor did not prescribe anything. The patient took tylenol. The swelling was on top of the foot. The patient stated that when she used the stimulator her foot was swollen as bad as it was right after the surgery. Her toes felt weird like they were going numb. The patient stopped using the bhs yesterday and today the foot is not swollen. The patient stopped using the unit yesterday per the sales representative. The coil was not too tight. The sales representative told the patient that there was a different unit that the patient could try but she would have to speak to the doctor. The patient said she has been wearing it 10 hours a day for 10 days now. She has some pain, severe swelling, top of the food is numb. The patient has zero activity. The patient stopped using the device yesterday, no swelling. The patient used it again today and experienced some swelling and pain again. The sales representative spoke with customer service and stated that the patient has been switched from a bhs to an orthopak device by the doctor. The sales rep will be sending back the bhs assembly. No additional information has been provided by the patient at this time.